Event description:
(B)(4). It was reported that angina, dyspnea on exertion and in-stent restenosis (isr) occurred. On (B)(6) 2010, the patient presented with complaints of irregular heartbeat, dizziness with change of position. On (B)(6) 2010, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure was performed. The target lesion was a de-novo lesion located in the distal saphenous vein graft (svg) to 2nd obtuse marginal (om) with 95% stenosis and was 10mm long with a reference vessel diameter of 2.6mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 12mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de-novo lesion located in the proximal left circumflex (lcx) with 90% stenosis and was 15mm long with a reference vessel diameter of 2.6mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 20 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient presented with complaints of two weeks chest tightness, worsening shortness of breath, and dyspnea on exertion. Cardiac catheterization was scheduled on a later date. On (B)(6) 2014, the patient presented with increasing severe exertional dyspnea, increasing chest discomfort with exertion and abnormal nuclear stress test. The patient was diagnosed with angina and was hospitalized on the same day. At the time of event, the patient was on aspirin only. The study drug per protocol was last taken on (B)(6) 2013 and other antiplatelet medication was never taken during the study. Subsequently, coronary angiography was performed. The 90% isr of study stent placed in proximal lcx was treated with balloon angioplasty and placement of a 3.00 x 20mm promus premier mr stent. Following post dilatation, residual stenosis was 0%. In addition, non target vessel revascularization (tvr) was performed in proximal right coronary artery (rca), which was treated with balloon angioplasty. The patient was also treated medically. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).